Manufacturer narrative:
This report is submitted on march 13, 2023.

Event description:
Per the clinic, the patient experienced facial nerve stimulation post-surgery and is experiencing facial drooping on that side which was treated with oral steroids resulting in gradual improvement.